Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial under-sensing was noted on stored electrograms, and possible falsely device classified termination on ongoing atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.